Event description:
It was reported that during a revision of laparoscopic band to laparoscopic sleeve gastrectomy procedure, on the first firing of the stapler, the surgeon allowed for twenty to thirty seconds of pre-compression before firing a black reload with seamguard, and as he fired it he pulsed the trigger once or twice with a couple seconds of hesitation between pulses. Upon opening the jaws, one malformed staple was observed sticking out of a distal pocket on the inner row of the reload (on the sleeve side of the patient). It appears as if the driver rotated within the pocket and wedged the staple at one end of the pocket, while the other end of the staple was extending out. Case completed with same stapler and other reloads of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one gst60t cartridge reload was received. The reload was received fully fired. In order to verify the condition of the internal components of the reload it was disassembled and the reload was noted to have the deck and one driver damaged. The damage to the cartridge and driver is consistent with the device being clamped over a hard object. Also other damage found on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. No further functional test could be performed due to the condition of the reload.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Photograph. Photographic analysis: based on the photographic evidence a malformed staple can be confirmed. The analysis results showed that one gst60t cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. The reported events could not be confirmed as no functional testing could be performed. The batch record was reviewed and no anomalies were noted during the manufacturing process.